Event description:
Complainant alleged that while monitoring a female pt, the device displayed "system fault 37," "pacer disabled," "discharge fault," "defib disabled," and "defib fault 80" messages. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.